Event description:
It was reported that saving reports to a portable data file (pdf) was taking more than 20 minutes and still was not complete. The caller verified the type of universal serial bus (usb) and amount of storage. Technical support (ts) suggested the caller try another programmer and if can save to pdf, will return this one for repair. There was no patient involvement. The programmer has now been returned to service. It was further reported that both the programmer, and the programmer head which was originally returned as an associated device, subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer was unable to save to a portable data file (pdf) and therefore the link electronic module was calibrated and the hard disk drive reconfigured and current software reloaded. Analysis also found that the stylus was broken and it was replaced and calibrated. Concomitant products: product ID 2067 radiofrequency programmer head. (B)(4).